Event description:
A malfunction alarm was reported for a pump, displaying malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Corrective actions included the customer switching to multiple daily injections (mdi) as a backup therapy, and technical support arranged for the replacement of the pump. The customer was guided to put the pump into storage mode before returning it with a pre-paid label, which the customer acknowledged and understood.